Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01906, 3005099803-2010-01907, 3005099803-2010-01908, 3005099803-2010-01909 and 3005099803-2010-01910 for the other associated device information. It was reported to boston scientific corporation that a rf3000 radiofrequency generator, a leveen coaccess electrode system and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis performed on (B)(6) 2010. According to the complainant, upon removal of the pads, one superficial burn, characterized by light phlyctena (blisters), was noted on the patient's leg where one pad had been. The patient's condition at the conclusion of the procedure was reported to be okay with no further consequences. Additionally, on followup, the account reported the current condition of the patient as being okay. The complainant was unable to provide information on if or how the burn was treated.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate the pelvic bone. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01906, 3005099803-2010-01907, 3005099803-2010-01908, 3005099803-2010-01909 and 3005099803-2010-01910 for the other associated device information. It was reported to boston scientific corporation that a rf3000 radiofrequency generator, a leveen coaccess electrode system and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis performed on (B) (6) 2010. According to the complainant, upon removal of the pads, one superficial burn, characterized by light phlyctena (blisters), was noted on the patient's leg where one pad had been. The patient's condition at the conclusion of the procedure was reported to be okay with no further consequences. Additionally, on followup, the account reported the current condition of the patient as being okay. The complainant was unable to provide information on if or how the burn was treated.

Manufacturer narrative:
(B) (6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).